Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01192 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used (it is unknown if they were used during a procedure). According to the complainant, the console output was intermittent. The foot switch was suspected to be the problematic system component. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.